Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by low grade fever, belly pain and cloudy effluent. The cause of the peritonitis was unknown, however, the pd effluent culture result indicated a break in aseptic technique due to a touch contamination. The patient was not hospitalized for the event. On an unreported date in the same month as onset, the patient was treated for peritonitis with vancomycin (1 gram, every 5 days) ip-intraperitoneally. Subsequently, on an unreported date in the same month as the receipt of this report, the patient was treated for the peritonitis with gentamycin (dose not reported) for 14 days. At the time of this report, treatment with vancomycin and gentamycin was ongoing. On an unreported date, the patient¿s pd effluent was clear and the patient was afebrile. At the time of this report, the patient would remain on antibiotics for two more days, the peritonitis was resolved, the patient was recovered and dianeal/extraneal therapies were ongoing. No additional information is available at this time.